Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional info received. This is a pt with a history of failed nissen fundoplication with a recurrence of a hiatal hernia. She has comorbidities of gastric ulcer, antral gastritis, esophageal reflux, fibromyalgia, diverticulosis, and esophagitis at the ge junction. During the (B)(6) 2004 wound exploration it was noted that cultures were taken, but no microbiology or culture report was found in the medical records provided. Currently, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for adhesions and recurrence both of which are known possible adverse reactions listed in the IFU. It was also indicated that the pt was treated for an infection. The warning section of the IFU states "fi an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A DHR reviewed on the lot was conducted, the lot passed all inspections. Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time. See MDR 1213643-2011-00586 for info related to the composix kugel implanted on (B)(6) 2005.

Event description:
Based on medical records provided by the pt's attorney: (B)(6) 2004 - pt underwent revision of nissen fundoplication with gastropexy and repair of recurrent hiatal hernia with a composix kugel mesh. The mesh was modified cutting out a disk to accommodate the esophagus. On (B)(6) 2004 - pt underwent wound exploration. A fluid collection was encountered, and it was noted that "it was not a frank pus but it did appear brown and infected. There was also pds suture in the wound and dehiscence of the fascia in this region." On (B)(6) 2005 - office visit, dysphagia, s/p nissen fundoplication with mesh placement at the esphagealhiatus with recurrent reflux over the last 6-8 months. Plan repeat egd, manometry, video fluoroscopy for speech evaluation. On (B)(6) 2005 - pt underwent repair of ventral and recurrent umbilical hernia repair with a composix kugel mesh. On (B)(6) 2005 - office visit, pt reports that the last surgery has caused more discomfort than past surgeries. On (B)(6) 2006 - (B)(6) 2008 - pt had three egds two with colonoscopy. The pt's fundoplication was in good position. Moderate sigmoid diverticulosis and some inflammation of the gastric antrum was noted. On (B)(6) 2009 - patient presents with vomiting and gassy feeling in upper chest, stomach, and shoulders. Esophagram showed no evidence of obstruction. On (B)(6) 2009 - pt underwent an egd with antral biopsy. Follow up after egd, a "prolene mesh was found to be eroding into the posterior portion of the wrap." The pt continues to have dysphagia and difficulty eating, she also has low-grade temps and is feeling rather crummy. The md recommend mesh excision. On (B)(6) 2009 - pt underwent an egd, excision of all composix kugel mesh, ivor-lewis esophagogastrectomy, placement of jejunostomy feeding tube, and placement of left chest tube. It was noted that the mesh had eroded into the stomach and the liver requiring extensive lysis of adhesions.